Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set disconnected. The following information was received by the initial reporter with the following verbatim: the soft tubing just above the blue clamp that gets inserted into the pump completely disconnected from the blue connector. The nurse received a pump alarm that there was air-in-line. She opened the pump door to evaluate the soft section of tubing in the pump. She pulled the tubing out of the pump as she normally does - she was not in a rush or moving more quickly than usual - and when she did that the soft tubing disconnected right above the blue pump clamp which then allowed chemo to spill before she manually clamped with her hand.

Event description:
Material #: 2426-0007 and batch#: 24089248. It was reported by customer that the soft tubing just above the blue clamp that gets inserted into the pump completely disconnected from the blue connector. The nurse received a pump alarm that there was air-in-line. She opened the pump door to evaluate the soft section of tubing in the pump. She pulled the tubing out of the pump as she normally does - she was not in a rush or moving more quickly than usual - and when she did that the soft tubing disconnected right above the blue pump clamp which then allowed chemo to spill before she manually clamped with her hand. Verbatim: complaint received via email(s). The soft tubing just above the blue clamp that gets inserted into the pump completely disconnected from the blue connector. The nurse received a pump alarm that there was air-in-line. She opened the pump door to evaluate the soft section of tubing in the pump. She pulled the tubing out of the pump as she normally does - she was not in a rush or moving more quickly than usual - and when she did that the soft tubing disconnected right above the blue pump clamp which then allowed chemo to spill before she manually clamped with her hand.

Manufacturer narrative:
It was reported that the silicone segment separated from the set. One sample model 2426-0007, lot 24089248 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was not separated at the silicone segment and was properly assembled. The customer complaint was not verified. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: bd was unable to perform a thorough investigation as no sample, material, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.